Event description:
Customer reported observing a small amount of diluent added to wells in row h when performing ot htlv I/ii elisa using ortho summit. No error message was generated by the instrument. A fse was dispatched and he was unable to duplicate the occurrence. Fse made a few minor adjustments to the alignment. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.